Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced light headedness. It was found that the right ventricular lead had low impedance, no capture and was oversensing noise. The lead was inactivated and replaced. No further patient complications have been reported as a result of this event.